Event description:
It was reported that pump displayed incorrect time and caller did not know why time was wrong. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received assistance updating pump time, and was advised to monitor pump and follow up if time discrepancy greater than 5 minutes recurred, which customer acknowledged.